Manufacturer narrative:
The pump was returned and investigated by product analysis on 03/24/2014 with the following findings. The pump display screen was observed to be faded and discolored. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal. The original submission attempt for this regulatory report under report number 2531779-2014-06941 received acknowledgement 1 on 03/17/2014. Note: product investigation has been added to this report due to its current availability.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.